Event description:
It was reported that the device had high impedances on contact #7 which was the contact the patient was using for therapy. This was corrected by reprogramming using contact #6. After contact #6 was programmed, the patient was doing well and the tremor control used a lower voltage than was used before. Ten days later on (B)(6) it was reported that the patient experienced loss of therapeutic effect and presented with return of symptoms on the other side. Impedances were checked and contact #3 had high impedances. Due to concerns about the connections to the adapter, surgery took place and all connections were disconnected and reconnected, after which the patient did well and all the impedances were normal.

Manufacturer narrative:
Product ID neu_unknown lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product typ unknown product ID neu_unknown lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product typ unknown product ID 748251 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product typ extension product ID 748240 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product typ extension product ID 7436 lot# serial# (B)(4) product typ programmer, patient product ID 3389s-40 lot# v230720 serial# implanted: 2009-(B)(6) explanted: product typ lead. (B)(4).